Event description:
New information indicated the patient was in good condition post procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during follow-up, the ventricular lead exhibited loss of capture. The lead was explanted and replaced. No patient symptoms were reported.